Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix was received extended and bent and would not retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after implant the patient¿s right atrial (ra) lead exhibited undersensing from being pulled back. In addition, the patient¿s right ventricular (rv) lead triggered an alert for oversensing as the lead exhibited increased sensing integrity counter (sic) due to a micro dislodgement. The ra lead was initially turned off and then explanted/replaced. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.